Event description:
As reported by the user facility (translation of user facility information by (B)(4)): during vaccination, the complete needle remained in the leg of the child.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The used sample, as well as 500 original packed samples, were returned and investigated. (B)(4) of the samples in original packaging and the used sample were taken to a visual examination. We detected no damages or manufacturing faults at the samples in original packaging. On the used sample, the raw cannula was detached form the cannula hub. We detected no damages at the cannula hub or at the raw cannula. Adhesive was visible at the cannula hub and at the raw cannula. The adhesive at the raw cannula was not circumferential. The tensile strength of the connection "raw cannula / cannula hub" was tested on the (B)(4) unused samples in original packaging. The tensile strength of the tested samples was within the specification. The sample and all available information has been forwarded to the actual manufacturer. A follow-up report will be provided after the manufacturer statement is available.